Event description:
It was reported that during an unspecified surgical procedure, it was discovered that there was a tear on the tubing of the motor device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow-up, it was clarified that the event did not occur during an unspecified surgical procedure. The event occurred during pre-surgery. Based upon the additional information provided, it was determined that the reported malfunction is unlikely to cause or contribute to a serious injury or death if it were to recur. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.